Manufacturer narrative:
The implant date is unknown. D.4 UDI (B)(4). The investigation is ongoing.

Event description:
As reported, the case involved implantation of a 23 mm sapien 3 ultra valve. Between 3 and 5 years post-procedure, the valve failed characterized by stenosis and increased gradients. Five years after the initial implantation, a sapien 3 ultra resilia valve was subsequently implanted.